Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the diff processor card was faulty. The fse replaced the card, which repaired the errors. The repairs were verified by the fse. (B)(4).

Event description:
While performing maintenance the field service engineer (fse) found 'diff processor 4" failures from the coulter lh 780 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.